Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot#: unknown, product type: lead. Product ID: 37603, serial#: (B)(4), product type: implantable neurostimulator.. Product ID: 3389s-40, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the plan for this patient was to make an incision at the lead extension, test the impedance on the lead. If the lead had an issue, he would close right away and explant everything for a revision at a later date. If the lead was not the issue, he would explant the extension and ipg an replace them that day. We first tested the lead (twistlock) and it showed high impedance. We ran the test 2 more times and on the 3rd try, all of the impedances were normal. We ran the test 2 more times to ensure there were no impedance issues on the lead and they were all normal. So¿the first 2 tries they were high, then the last 3 tries they were normal. Since we thought there were no issues on the lead, he went ahead and proceeded to implant a new extension and ipg. When everything was connected, there was high impedance on contact 0 in monopolar and all the bipolar pairs with 0. We then disconnected the lead from the extension and tried the alligator clips. We paired 0 and 2 and it was high. He then changed to 1 and 3 and they were normal. Finally, 0 and 3 and they were high. We disconnected everything and reconnected and ran multiple tests and they did come down but they were never normal. The preop report was attached with the 37602 and the report for the new device. This patient is having surgery on (B)(6) 2021 and will send the lead to be analyzed. The device 37602 that was explanted will also be sent in to be analyzed.

Event description:
No new information.

Manufacturer narrative:
Continuation of d10: product ID neu_stimboot_acc lot# unknown serial# implanted: explanted: product type accessory product ID 3389s-40 lot# unknown serial# implanted: explanted: product type lead product ID 37603 lot# serial# (B)(6). Implanted: explanted: product type implantable neurostimulator product ID 7495-51 lot# serial# (B)(6). Implanted: explanted: product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Continuation of d10: product ID neu_stimboot_acc lot# unknown serial# implanted: explanted: product type accessory product ID 3389s-40 lot# unknown serial# implanted: explanted: product type lead product ID 37603 lot# serial# (B)(6)implanted: explanted: product type implantable neurostimulator product ID 7495-51 lot# serial# (B)(6)implanted: explanted: product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the lead revision resolved the high impedances and the patient was able to establish effective therapy.

Manufacturer narrative:
H3. Analysis of the ins (s/n: (B)(6)) found that the output and telemetry were acceptable; however, the battery was near normal battery depletion. Analysis of the extension (s/n: (B)(6)) found #0, #2, #3 conductors were broken in the body of the extension and there was a breached depression in the outer insulation of the extension exposing #2 from the proximal end. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.